Event description:
During a coronary drug eluting stenting treatment procedure, removal difficulties were encountered and the hypotube fractured. The physician had successfully deployed the taxus express2 8.8% 3.00 x 24 mm drug eluting stent in an unknown vessel. The stent was successfully deployed, however the balloon could not be withdrawn from the stent. The hypotube broke while the physician was trying to withdraw the balloon. The physician managed to recover the failed device. No additional information is available at this time. The pt was reported to have had an infarct, but to date, there has been no deterioration of pt status reported.